Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaw1731 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales representative, facility contact reported that they had a 5 fr triple lumen PICC secured with a statlock. The PICC reportedly ruptured and caused infiltration near the insertion site. On 12/9/2016 - additional information reported from facility contact: the patient experienced swelling of the arm. Report stated that a nurse noted swelling to the arm and which was monitored for that day. The next day, the nurse noted mild ecchymosis at the site. The patient was receiving a continuous amiodarone "gtt". All ports flushed and obtained blood normally. Nurse started an infusion of red blood cells and blood began leaking out of the insertion site. The nurse noted that the area of ecchymosis was increasing. The area was noted to be swollen and firm to the touch. The nurse took the line out per doctor's order and tested it. It reportedly sprayed her on the arm as she flushed it from an opening in the PICC about 6cm above the hub.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was a 5fr t/l powerpicc solo catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a 1.5mm split was observed at the 4cm depth marking. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ linear split with waviness to the material in the immediate fracture region (due to material ballooning prior to burst) ¿ granular fracture surface texture (typical of tearing failure modes) ¿ the catheter material was visibly lighter in color at the fracture site an occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. The product IFU indicates that ¿use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter¿, and ¿if resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.